Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller with resetting the pump, but the issue persisted. Consequently, they arranged for a replacement pump to be sent. The caller was guided to return the faulty pump and prepare the replacement by programming pump settings and connecting their continuous glucose monitor (cgm). The customer was informed that the replacement pump would have updated software, and they acknowledged the instructions provided by technical support. Customer reverted to an alternative method of insulin therapy.